Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis'), menorrhagia ('abnormal bleeding (menorrhagia)/hemorrhage with fibrous clot') and intra-abdominal haemorrhage ('abdominal bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included phlebitis, c-section, pregnancy, adhesion, superficial thrombophlebitis, grand multiparity, smoker, parity 3 and loop electrosurgical excision procedure. Final diagnosis: endometrial biopsy: fragment of endometrial tissue, mostly proliferative endometrium, with marked stromal breakdown and hemorrhage with fibrinous clot. Previously administered products included for an unreported indication: seroquel, lorazepam, ativan, vicodin and ibuprofen. Concurrent conditions included bipolar disorder, anxiety, depression, dvt, endometrial polyp, uterine enlargement, cervicitis, urinary frequency, irregular periods, chest pain, cough, diaphoresis, dizziness, headache, nausea, palpitations, shortness of breath, leg edema, bloating, dysuria, adhesiolysis and nabothian cyst. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), lamotrigine (lamictal) and medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)/irregular vaginal bleeding"). In (B)(6) 2012, the patient experienced back pain ("lower back pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced arthralgia ("knee pain"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), 9 months 9 days after insertion of essure. In (B)(6) 2013, the patient experienced dental caries ("teeth decay") and toothache ("teeth pain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), endometrial hyperplasia ("benign proliferative endometrium"), endometrial disorder ("endometrial stromal breakdown"), ovarian cyst ("ovarian cyst") and tooth loss ("tooth loss"). The patient was treated with lorazepam (ativan), sertraline hydrochloride (zoloft), warfarin sodium (coumadin) and surgery (endometrial biopsy. Dilatation and curettage and hysterectomy with bilateral salpingectomy, d &c, right oophorectomy). Essure was removed in (B)(6) 2017. At the time of the report, the endometritis, menorrhagia, pelvic pain, vaginal haemorrhage, endometrial hyperplasia, endometrial disorder, alopecia, ovarian cyst, dental caries, toothache and tooth loss outcome was unknown and the intra-abdominal haemorrhage, dysmenorrhoea, arthralgia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dental caries, dysmenorrhoea, endometrial disorder, endometrial hyperplasia, endometritis, intra-abdominal haemorrhage, menorrhagia, ovarian cyst, pelvic pain, tooth loss, toothache and vaginal haemorrhage to be related to essure. The reporter commented: as d and c and hysteroscopy is mentioned as treatment in pfs it is captured in the treatment section of event menorrhagia. However as per mr novasure endometrial ablation was only planned so not captured as treatment. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2016: impression: no acute process. The following information was received from social media tooth loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- tooth loss. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis'), menorrhagia ('abnormal bleeding (menorrhagia)/hemorrhage with fibrous clot') and intra-abdominal haemorrhage ('abdominal bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included phlebitis, c-section, pregnancy, adhesion, superficial thrombophlebitis, grand multiparity, smoker, parity 3 and loop electrosurgical excision procedure. Final diagnosis: endometrial biopsy: fragment of endometrial tissue, mostly proliferative endometrium, with marked stromal breakdown and hemorrhage with fibrinous clot. Previously administered products included for an unreported indication: seroquel, lorazepam, ativan, vicodin and ibuprofen. Concurrent conditions included bipolar disorder, anxiety, depression, dvt, endometrial polyp, uterine enlargement, cervicitis, urinary frequency, irregular periods, chest pain, cough, diaphoresis, dizziness, headache, nausea, palpitations, shortness of breath, leg edema, bloating, dysuria, adhesiolysis and nabothian cyst. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), lamotrigine (lamictal) and medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)/irregular vaginal bleeding"). In (B)(6) 2012, the patient experienced back pain ("lower back pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced arthralgia ("knee pain"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), 9 months 9 days after insertion of essure. In (B)(6) 2013, the patient experienced dental caries ("teeth decay") and toothache ("teeth pain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), endometrial hyperplasia ("benign proliferative endometrium"), endometrial disorder ("endometrial stromal breakdown") and ovarian cyst ("ovarian cyst"). The patient was treated with lorazepam (ativan), sertraline hydrochloride (zoloft), warfarin sodium (coumadin) and surgery (endometrial biopsy. Dilatation and curettage and hysterectomy with bilateral salpingectomy, d &c, right oophorectomy). Essure was removed in (B)(6) 2017. At the time of the report, the endometritis, menorrhagia, pelvic pain, vaginal haemorrhage, endometrial hyperplasia, endometrial disorder, alopecia, ovarian cyst, dental caries and toothache outcome was unknown and the intra-abdominal haemorrhage, dysmenorrhoea, arthralgia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dental caries, dysmenorrhoea, endometrial disorder, endometrial hyperplasia, endometritis, intra-abdominal haemorrhage, menorrhagia, ovarian cyst, pelvic pain, toothache and vaginal haemorrhage to be related to essure. The reporter commented: as d and c and hysteroscopy is mentioned as treatment in pfs it is captured in the treatment section of event menorrhagia. However as per mr novasure endometrial ablation was only planned so not captured as treatment. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2016: impression: no acute process. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: arthralgia, endometrial hyperplasia, vaginal haemorrhage, endometritis, abdominal pain, pelvic pain, ovarian cyst, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs+mr received- new events benign proliferative endometrium, dysmenorrhea (cramping), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), chronic endometritis, ovarian cyst, hair loss, endometrial stromal breakdown, abdominal pain, knee pain, lower back pain, teeth pain, teeth decay, abdominal bleeding were added. Event injury updated to pelvic pain. New reporters, patient information, medical history, lab data, treatment, historical and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis'), menorrhagia ('abnormal bleeding (menorrhagia)/hemorrhage with fibrous clot') and intra-abdominal haemorrhage ('abdominal bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included phlebitis, c-section, pregnancy, adhesion, superficial thrombophlebitis, grand multiparity, smoker, parity 3 and loop electrosurgical excision procedure. Final diagnosis: endometrial biopsy: fragment of endometrial tissue, mostly proliferative endometrium, with marked stromal breakdown and hemorrhage with fibrinous clot. Previously administered products included for an unreported indication: seroquel, lorazepam, ativan, vicodin and ibuprofen. Concurrent conditions included bipolar disorder, anxiety, depression, dvt, endometrial polyp, uterine enlargement, cervicitis, urinary frequency, irregular periods, chest pain, cough, diaphoresis, dizziness, headache, nausea, palpitations, shortness of breath, leg edema, bloating, dysuria, adhesiolysis and nabothian cyst. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), lamotrigine (lamictal) and medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)/irregular vaginal bleeding"). In (B)(6) 2012, the patient experienced back pain ("lower back pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced arthralgia ("knee pain"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), 9 months 9 days after insertion of essure. In (B)(6) 2013, the patient experienced dental caries ("teeth decay") and toothache ("teeth pain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), endometrial hyperplasia ("benign proliferative endometrium"), endometrial disorder ("endometrial stromal breakdown") and ovarian cyst ("ovarian cyst"). The patient was treated with lorazepam (ativan), sertraline hydrochloride (zoloft), warfarin sodium (coumadin) and surgery (endometrial biopsy. Dilatation and curettage and hysterectomy with bilateral salpingectomy, d &c, right oophorectomy). Essure was removed in (B)(6) 2017. At the time of the report, the endometritis, menorrhagia, pelvic pain, vaginal haemorrhage, endometrial hyperplasia, endometrial disorder, alopecia, ovarian cyst, dental caries and toothache outcome was unknown and the intra-abdominal haemorrhage, dysmenorrhoea, arthralgia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dental caries, dysmenorrhoea, endometrial disorder, endometrial hyperplasia, endometritis, intra-abdominal haemorrhage, menorrhagia, ovarian cyst, pelvic pain, toothache and vaginal haemorrhage to be related to essure. The reporter commented: as d and c and hysteroscopy is mentioned as treatment in pfs it is captured in the treatment section of event menorrhagia. However as per mr novasure endometrial ablation was only planned so not captured as treatment. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2016: impression: no acute process.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received. New event added: essure confirmation test(s) conducted: no. Reporter and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.